Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 400mg/dl. Elevated bgs were treated via manual injection, and the customer is currently at target level. System check was performed with tandem technical support and the pump performed as intended. Tandem technical support discussed factors that could cause high bgs with the customer. Recommendation was made that the customer consult with their healthcare provider and discuss what may be affecting bgs.